Manufacturer narrative:
An event of patient-device incompatibility (pannus) and structural valve deterioration was reported. The device was returned to abbott for investigation. The sewing cuff and all leaflets were intact. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. All information was investigated and based on the cine review, the information provided by the account and device to analyze, the cause of the reported pannus and structural valve deterioration could not be conclusively determined. The patient effects of heart failure was related to patient's comorbidities and pre-existing medical conditions. The reported hospitalization and surgical intervention were resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2016, a 27mm epic valve was implanted in the patient. On (B)(6) 2024, a valve failure was confirmed and the epic valve was retrieved and a non-abbott valve was implanted. There was pannus noted on the explanted valve. The patient was reported stable.